Event description:
It was reported that, "bilateral hip arthroplasty. A trident alumina liner 32e was implanted in a tritanium primary cluster hole shell 56e. It fit fine and was left implanted in patient. Xrays looked normal. It was accidental of label use."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative report) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.